Manufacturer narrative:
The device was manufactured between 03-12-18 to 03-15/2018. The device was received with solution inside a zip lock bag. The solution was drained and no defect was found during initial inspection. Functional testing was performed and revealed a leak from the base of the spike port cap. The reported problem was verified as a leak between the admin port tubing and the admin port connector. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag was leaking from an unspecified location. This occurred during filling. There was no patient involvement. No additional information is available.